Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade requiring pericardiocentesis. There was a steam pop while ablating on the cavotricuspid ishmus (cti) line and there was an effusion which was verified by intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis. The last known patient status was stable. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade requiring pericardiocentesis. There was a steam pop while ablating on the cavotricuspid ishmus (cti) line and there was an effusion which was verified by intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis. The last known patient status was stable. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. The irrigation was found working properly. However, temperature values were intermittently due to an open circuit with the thermocouples in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event, steam pop, and open circuit remains unknown. The temperature failure is not related to the reported event. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. It is important to carefully follow the power titration procedure as specified in the ¿directions for use¿ section of this document. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the temperature issue identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).